Manufacturer narrative:
The getinge field service engineer (fse) was dispatched to evaluate the iabp unit and explained that hissing sound is expected and normal before use and quiets while in use. The fse spoke to biomed and cath lab employee concerning the gap in hours between total hours and assist hours. Customer is allowing unit to stay on and idling through out the day. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) made hissing sounds. No patient harm, serious injury or adverse event was reported.